Event description:
Patient had avm [arteriovenous malformation] in which md was trying to use gold probe 10f to stop the bleed. First used in olympus machine. It did not work. Then tried to use the gold probe in the erbe. It did not work with that equipment as well. A new gold probe was used and worked with the same equipment.